Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 27-jul-2015. Case comment: august 4, 2015: this is a non-serious, post marketing device report. Nitric oxide calibration low counts above maximum in an inomax delivery system dsir was detected during a routine review of service order findings. No adverse event associated with the device failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious patient consequence (index case MDR # 3004531588-2013-00022). Eval summary: inomax dsir #(B)(4) was returned to the MFR for a routine 2 yr preventative maintenance (pm). The pm included service log review and subsequent performance testing. The regional service center (rsc) review of the service log revealed a delivery failure alarm raised for monitored nitric oxide (no) > absolute maximum of 100 parts per million (ppm); actual 101. The delivery failure was followed by a failed low no cell calibration with low point counts of 1511. The rsc did not experience a delivery failure or a failed low no cell calibration. The no cell was replaced. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, during a routine review of service order findings from a regional service center (rsc) in the united states, the company's senior quality operations manager identified that inomax dsir# (B)(4) experienced nitric oxide (no) calibration low counts above maximum. Although customer did not report an adverse event with this device, no calibration low counts above maximum in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event.